Event description:
Smith & nephew (B)(4) hip resurfacing system implant - mom. I am (B)(6), I have rheumatoid arthritis. As a result of this condition, I had my right hip replaced with the above device. The symptoms I have been experiencing are the same as the depuy hip currently in litigation. Since the date of my implant, I have experienced persistent clicking that is so loud that a person standing near me can hear it, spongy like feeling which causes nausea, an increase in pain as compared to how I felt prior to the replacement. I also find little if any improvement in my range of motion. Activity is painful, inactivity (sitting) causes more pain upon motion, and by the middle of the day, I am done. I rate my pain starting at a #7 when my day starts and increases to a #10 during the day (using the hospital pain scale). On (B)(6) 2011, I will be having my left hip replaced and my right hip will be aspirated at the same time. My doctor recommends that I replace the left hip before replacing the right hip. The right hip will be replaced after I heal from the left hip. I had every reason to believe that the right hip would last me about 10 years, but instead I've had a painful failure for the 2 years since the surgery. Due to the large amount of pelvic bone wasted by this implant, the next surgery will waste much more bone that may (likely) eventually require pelvic reconstruction at a later time, and it puts me at high risk of hip dislocation all of the time. I am a laborer and I am active (as best as I can be) and the thought of the extra limitations that will be placed on me because of this hip failure, and for the rest of my life when I am only (B)(6), sickens me. I feel cheated out of the quality of life I should have had. And I think it's about time the FDA comes down hard on all mom hips and take a harder examination of any medical devices and reports from the (B)(6) the products they want to sell to us. Dates of use: (B)(6) 2009 - (B)(6) 2011.